Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the programming changes were made to address post paced t-wave over-sensing issue. In clinic patient check showed that the implantable cardioverter defibrillator had exhibited inappropriate therapy. No intervention was performed. No patient consequences.